Event description:
During placement of a clavicle pin, it broke causing a two hour delay to the surgical procedure.

Manufacturer narrative:
Examination of the returned product by a depuy warsaw material research manager confirmed the fracture. Evidence suggests the fracture is torsional. A search of the complaint database found no prior reports for this part and lot number combination. Based on the investigation, the need for corrective action is not indicated. Depuy warsaw considers the investigation closed. Should any additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.